Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the rptr: the cancer was t4n2 34/38. The anvil was tied by the purstring and the gun was introduced through the anal canal. The black knob was then turned to close the stapler and the bowel was torn by the anvil because the bowel consisted of fatty tissue. At this point, the green bar did not show up, the safety lever was still on, and the handle had not been squeezed at all. The surgeons opened the instrument up and fixed the torn part of the bowel. After the stapler was opened, the anvil was tilted so the surgeons opened another pack. The surgeons took the new anvil and inserted it in the proximal part of the bowel, and then placed the purstring around it and tied it up. The surgeons left the first gun in and attached the second anvil to the first gun and then proceeded to fire the device. The stapler failed to create the end to end anastomosis and the surgeon had to fix the problem by hand. Operative time was extended by about two hrs.